Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawer failures occurred on es pyxis2 sn: (B)(6) auxiliary drawers 6.1 and 6.2 displayed a device not detected on bus error, and reboot and storage recovery attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 and drawer 6.2 were failed and not detected on bus. A field service engineer inspected the rear of the drawers and found no visible issues; reseated all cables and powered the station back on, during hardware test application (hta) testing, drawer 6.2 exhibited issues, leading to replacement of the pyxibus module control board, which resolved hardware test application (hta) testing but not application validation, replaced the individual drawer control board for 6.2, restoring proper functionality. Upon reboot, drawer 6.1 failed; replaced its control board without resolution, then replaced the retractor band, which restored full functionality. Verified both drawers in hardware test application (hta), and the customer confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.